Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 374mg/dl. Troubleshooting was performed. It was stated that the customer was experiencing unexplained high glucose for the past 3 days. It was stated that the events leading to his admission was vomiting and continuous high blood glucose. It was stated that the customer was treated with the insulin pump and manual injections. The programming, time, and date were correct. Performed a fixed prime and high pressure test and the tests passed. It was stated that the mother feels that the infusion set has caused the customer's high glucose. No further information was provided.